Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if dianeal therapy was ongoing until the time of death. It was not reported if the patient was performing peritoneal dialysis at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.